Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. The stylet that was returned inserted with the lead was able to be removed but testing with a different stylet showed that insertion restriction was noted due to an over torqued inner coil at the connector region. The cause of the reported event of difficulty removing the stylet was isolated to the over torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damage consistent with procedural damage. The reported event of difficulty removing the stylet was confirmed, but the reported event of high defibrillation threshold could not be confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the lead revision procedure due to the patient having a high defibrillation threshold (dft), the stylet was unable to be removed from the lead. The lead was explanted and replaced, and the patient was stable with no consequences.